Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient had bg (blood glucose) levels reaching 473 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. During the night the mother contacted her endocrinologist and described what has been happening. The mother gave correction boluses and a "couple" of pen injections. The patient's blood glucose would not go down. They checked for ketones and they were high. The patient started to vomit. The endocrinologist advised the mother to take the patient to the emergency room (ER). They arrived at the ER at 6:30 am on (B)(6) 2019. The ER placed the patient on a saline IV. They gave the patient 5 units of novolog insulin through a syringe. They also took the patient for lab work. They checked her urine and blood. The tests came back negative. The patient was not diagnosed with anything. They were advised it was a growth spurt that had happened and her insulin needed to be adjusted. The patient was discharged from the hospital at 10:00 am on (B)(6) 2019 because her blood glucose was 260 mg/dl. They had contacted the endocrinologist which gave corrections needed for the basal program and other settings. The basal program was increased by .1 unit of insulin every hour, and the correction factor was decreased from 45 to 40. At 4:00 pm on (B)(6) 2019 when they checked for ketones again there was trace amounts.